Manufacturer narrative:
Patient code: (B)(4) - labeled no. Device code: (B)(4) - labeled no. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient arrived at the pain unit in a lot of pain; the patient was having symptoms of drug deprivation. Telemetry revealed the pump motor was stalled. The pump was replaced. The patient was "ok after the new pump was implanted". The device system was used to deliver morphine and bupivacaine. It was noted that the "pump was used in the past with drugs and preservatives agents".